Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. A replacement pump was sent to resolve the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Cause was not known. The customer's partner assisted customer by giving them juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.